Manufacturer narrative:
Unit received with unresponsive buttons due to unlocked connector at lcd board. Unable to perform unexpected restart error test due to button anomaly. Unit received with cracked battery tube threads. Unit received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and keypad anomaly. The blood glucose at the time of the incident was 452 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.